Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad) was confirmed due to the interconnect cable connecting to the rear therapy electrode being pulled from strain relief, damaging wires in the cable. The belt was unable to pass detect and treat testing. The root cause for the strained cable was unable to be positively identified. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's te pad was damaged.